Manufacturer narrative:
H.6. Investigation summary: customer contacted bd service regarding their bactec fx top 441385 sn (B)(6) alleging false negative results. Bd service went onsite to investigate but was unable to determine root cause. Service agreed to monitor the next controllab samples with the customers. From the continuing investigation and reviewing controllab external quality control results, service was able to determine the problem was due to overfilling the sample vials. The sample vials have fill recommended fill volumes on the labels to optimize the amount of sample needed to ensure accurate results. The root cause is customer workflow, and the complaint has been unconfirmed. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review shows 2 prior complaints reported for false negatives. These complaints were investigated and no instrument problems were found. Quality did not receive samples for this complaint and therefore returned sample analysis could not occur. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported that the customer experienced false negatives while using bd bactec¿ fx, instrument top, packaged. The customer performed a subculture and gram stain on 23 vials that flagged as negative. The gram stain revealed microorganisms and there was growth on the culture medium. No patient impact was reported.

Event description:
It was reported that the customer experienced false negatives while using bd bactec¿ fx, instrument top, packaged. The customer performed a subculture and gram stain on 23 vials that flagged as negative. The gram stain revealed microorganisms and there was growth on the culture medium. No patient impact was reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.